Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the battery fell out. The missing screws were replaced and the battery was placed back in the device. Per customer, no further information will be provided.

Event description:
It was reported that the battery fell out. The missing screws were replaced and the battery was placed back in the device. Per customer, no further information will be provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/14/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the battery fell out and the missing screws were replaced and the battery was placed back in the device was not confirmed . No device or logs were provided by the customer and the customer advised not further information would be provided. Based on risk assessment (ra) (B)(4) there can be issues when 1 or multiple screws missing or loose and not securing the pcu battery. According to the ra the follow are the common root causes for the loose or missing battery screws: inadequate procedures for installing/securing batteries; use of unauthorized, 3rd party batteries by customer during servicing; the screws and washers needed to secure battery may not be available during service.